Event description:
Boston scientific received information that the patient implanted with this left ventricular lead was involved in a heavy equipment accident. As a result this lead became fractured. The lead was explanted. No further patient effects were reported.

Manufacturer narrative:
A return request was made for the lead. However, the representative reported that the hospital retained this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.